Manufacturer narrative:
It was reported that the latch piece on the back of the mics handle that helps adjust/move the handpiece snapped off. Product evaluation and results: mics-209063, sn# (B)(6), RMA#282577. Inspected per d06917 and determined failure of the following test step. Sec# 7.1.2. Visual pivot handle. Disposition: rtv. Inspected by: (B)(4). Product history review: device history records indicate 25 devices were manufactured under lot k0b19 and all devices were accepted into final stock on 04/04/2018. No non-conformance were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0b19 shows 02 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode was duplicated for the alleged failure. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The latch piece on the back of the mics handle that helps adjust/move the handpiece snapped off. Case type: tka. Update: "were any debris left inside of the patient? No. Were any components of the device missing or disassembled when the issue occurred? No. Were there any components that that became fully detached? Yes."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The latch piece on the back of the mics handle that helps adjust/move the handpiece snapped off. Case type: tka.